Event description:
It was reported that intermittent minimum fill notification occurred after the user filled the cartridge with 120-200 units of insulin during the load sequence. Additionally, it was reported that the pump battery was depleting quickly resulting in the pump shutting off and the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.